Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device would not power on with either button press and test strip insertion. As the customer was unable to obtain glucose results, they became hypoglycemic with dizziness, "frightened", and were taken to hospital. The customer was treated with glucose injection and through IV drip. There was no report of death or permanent injury associated with this event.